Manufacturer narrative:
Product event summary: analysis could not confirm the reported event; device passed all incoming functional tests. Analysis found the battery contacts were compressed, the upper and lower cases were broken, the side bail covers and side bails were missing, and the ring cover and ring bail were contaminated. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) had lost power while in use with a patient. The epg was replaced and returned. No patient complications have been reported as a result of this event.